Event description:
It was reported that a beta bionics ilet user's connectors were not connected to the pump or infusion set. A replacement box of cd 23'-6mm infusion sets and ilet connect adapter was sent to the user. There was no report of any end-user harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.